Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Investigation findings: (B)(4) counterfeit device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a picture was received for evaluation, and it was observed an apparently sealed box of product code 1961, lot qdc2787 with an expiry date on 2023-04-30. Only one label with barcodes can be observed. The lot number was entered into the system and no results were obtained from the site responsible to produce this product; the lot number was not recognized by the database. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint handling unit received an internal inquiry about suspected product in from an online platform. Internal records were checked for product traceability information, but no records were found. Eight party resources, oriental medical device, 3618 medical device and a device with a very low price.